Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the reservoir had air bubbles. Customer's blood glucose value was unknown. Approximate size of air bubble was 1 eighth. Customer was assisted in troubleshooting and the air bubbles were not removed successfully. The reservoir will be returned for analysis.